Manufacturer narrative:
The nurse mgr reported that all three of the ppm (pt positioning monitoring) lights were flashing and that all four siderails were in the up position when the incident occurred. The flashing lights would indicate the bed scale had not been zeroed properly and the ppm could not have been armed. The hill-rom field tech "found the bed functioning properly".

Event description:
Customer alleged that a pt fell over the siderails and fractured her hip.